Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and there is condensation under the display screen. Customer's blood glucose was 458 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage force sensor resistor. No lines going up, down or display flashing anomaly noted. No display anomaly noted. The insulin pump was received with currents within specifications. The insulin pump passed self-test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.